Event description:
It was reported that during a procedure of the mildly calcified, non-tortuous, proximal anterior tibial artery the 2x80x150cm armada 14 balloon dilatation catheter (bdc) was positioned to the desired area and attempted inflation twice at 8 atmosphere (atm), however, the balloon did not inflate. The bdc was removed and replaced with a different armada 14 and the procedure was continued without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to inflate was confirmed due to the balloon rupture. Based on visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.